Event description:
Reporter indicated the patient had vns lead and generator replacement surgery performed on (B)(6) 2012. The vns had been disabled prior to the surgery. The explanted vns generator and lead will not be returned per the hospital's policy.

Event description:
Reporter indicated a patient had high lead impedance with systems diagnostics testing at an office visit. The vns was believed to have been disabled, but this is not certain. The patient was also experiencing increased seizures. X-rays were reviewed by the manufacturer. The lead pin appears adequately inserted. The generator filter feedthroughs cannot be assessed due to the film angle. The integrity of the lead at the pin cannot be assessed due to poor film quality. No lead discontinuities or sharp angles could be visualized. As the lead pin is adequately inserted, the cause of the high impedance is likely a lead fracture. In addition, the high impedance may also be due to anomalies in the lead under the generator that cannot be assessed. Vns replacement surgery appears likely, but has not occurred to date. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.